Manufacturer narrative:
(B)(4) . To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the case discussed in this article previously reported to ethicon? =>no. Location and size of incision => left lower abdomen. How was the suture placed (interrupted or continuous)? =>no information. Which tissue layer, at which location, was the suture was used to close? => pdsii was used for fixing uhs and dermostitch. Can you describe the tissue condition when the suture was placed? =>no information. What is the physicians opinion of the contributing factors? => the symptom was allergy against to the pdsii. Please provide the specific suture product code and lot number involved. => no information. Initial procedure date => (B)(6) 2013. The specific date is unknown. Patient pre-existing medical conditions (history of reaction, allergies) => no remarkable issues to be noted.

Event description:
It was reported in a journal article that the patient underwent a left-femoral hernia repair procedure on (B)(6) 2013 and the suture was used. About twenty- four days after the procedure, the patient experienced erythema appeared on the surgical site. Steroid medication was applied externally for five days since there was a possibility of contact dermatitis; however, the symptom was not improved. Antibacterial agent was taken orally for a week since there was a possibility of cellulitis or erysipelas, but the symptom was not improved. Patch tests for materials used in the surgery were done. The result was positive for the suture and a wait-and-see approach without treatments was taken expecting that the symptom would be improved due to absorption of the suture. The erythema disappeared gradually, and completely disappeared six and half months after the procedure. It was reported that due to the clinical course and the result of the patch test, it was supposed that the symptom was contact dermatitis due to the suture material. It was also reported that it would be necessary to consider possibility of contact dermatitis due to the suture when erythema appears on the surgical site postoperatively and, also, if contact dermatitis is suspected, a patch test should be done.